Manufacturer narrative:
Upon receipt the ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device was not interrogatable. The device history record was inspected, documenting that the device performed as expected during the device manufacturing. The ICD was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. The electronic module was attached to an external power supply. The electrical parameters, particularly the current consumption of the electronic module were found to be within specification with an external power supply attached. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for further analysis. The manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. The battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified, which led to an increased internal self-depletion within the battery and therefore to the clinical observation. In summary, the clinical observation resulted from an internal self-depletion within the battery.

Event description:
Device unexpectedly triggered eos and could not be interrogated. No history of MRI or radiation therapy. Recommended device be explanted immediately. Device is scheduled to be explanted. (B)(6) 2012 - this device has been explanted.